Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the sample returned was received and revealed that the plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on cartridge. After the inspection lens was observed stuck in cartridge. The delivery was completed and a piece of the lens came out. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaint has been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation the reported issue was verified but there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol), 21.5 diopter, when being inserted into the eye, did not engage. The lens would not advance. There was patient contact, but no injury to patient. Follow-up confirmed that there was partial delivery of the lens into the eye. But there was no incision enlargement, no vitrectomy, no sutures performed. Back up lens of the same model and diopter was used to complete the procedure. No other information was provided.